Event description:
Treatment of a left unruptured cav (cavernous) saccular aneurysm measuring 25mm x 13mm. It was reported that the patient underwent pipeline embolization treatment involving two pipelines. The first pipeline could not be released from the capture coil and was removed from the patient. The second pipeline was implanted; however, a thrombosis formed in the device during the procedure. The pru pre-op was 261. 10 mg of reopro was administered ia and another 10 mg reopro was ineffective. Flow was achieved with 17mg ia-tpa. The patient was doing well the next morning, but still intubated. The pipeline was widely patent with some stenosis distal to the aneurysm and the aneurysm fills and clears out robustly suggesting that there is no stasis within the aneurysm. The patient had a small left frontal infarct and the left p-comm (posterior communicating) aneurysm was no longer seen. The patient was extubated on (B)(6) 2013 with a slight right hand weakness / clumsiness, and mild expressive aphasia. It was reported that the patient is doing fine and returned to work with subtle expressive speech issues at discharge. Same event as MDR# 2029214-2012-00419.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found opened and released from the capture coil; therefore, the event cause could not be determined. (B)(4).